Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 that during intra-aortic balloon (iab) therapy that the intra-aortic balloon pump (iabp) generated a dead batteries 'message' although they initially stated they were unsure how the console was turned off. It was later determined that due to the release lever being partially pulled it caused a disconnection from the power supply. The customer used a different console to continue therapy. This report is for the iab in use at the time of the reported event. There was no reported malfunction of the iab. The patient expired on (B)(6) 2017 however it was unattributed to the iab by the facility.